Event description:
It was reported that, the Transray Plus 40cc Balloon Catheter malfunctioned. When attempting insertion, the included guidewire could not pass through the guidewire lumen. There was no patient harm reported. Procedure was performed by replacing this balloon catheter with one of the same type and size.

Manufacturer narrative:
E. Initial ReporterEvent Site Postal Code: (b)(6).Upon completion of the investigation into this event a follow up report will be submitted.